Event description:
Customer reported a charger failed error during an hlf shot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery packs. System operates as intended. This MDR is related to ge healthcare complaint number.